Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged bleeding sinus. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer dust-like contamination on the flip lid, the iso (international organization of standardization) port, the flip lid latch, the back panel, the heater plate, and the flip lid seal. Unknown yellow residue on the flip lid latch, the flip lid, the dry box seal, and the flip lid seal. Unknown brown contaminant on the flip lid. Potential dried liquid spots or mineral deposits on the heat shield, indicating potential liquid ingress. The heater plate o-ring was partially misaligned. The contamination found in the humidifier enclosure is considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacture was able to confirm the complaint of the device not using water. Manufacture was not able to confirm the complaint of the humidity level not being available on the screen. Pil was not able to address the symptoms specified. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and liquid was observed. Observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Box h & box d was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged bleeding sinus. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.